Event description:
It was reported that during a patient transfer using an arjo floor lift, the patient's leg slipped out of the lift, resulting in a femur fracture. The inspection of the lift did not reveal any malfunction.